Event description:
Baxter primary IV tubing with secondary set attached to the upper y-site, with 100ml IV bag containing avastin, a biologic therapy for cancer treatment. Rn monitored drip chamber on secondary tubing and was set at correct drip rate. After about 40 minutes, it was discovered that apparently the entire time the drug infusion was dripping out of the lower y-site of the primary tubing and not into the pt. The lower y-site had not been used for anything, port was fine, no obstacles in the way. Rn saved set and sent to baxter for eval, but baxter said they cannot do that when line contains 'chemotherapy'. Affected pt's treatment since it was unk if patient rec'd any of the drug, or how much. Avastin extremely expensive. Dates of use: (B) (6) 2010. Diagnosis or reason for use: cancer. Event abated after use stopped or dose reduced: yes.